Event description:
Pt is a nurse with a history of intradermal collagen injections. After last treatment the pt developed lumps which swelled. The pt self-diagnosed infection and attempted self-excision with a scalpel. The pt also was given a prescription for oral keflex, which was ineffective, and replaced with a prescription for oral augmentin. The condition has improved, but not resolved, after two weeks of antibiotic therapy.